Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this left ventricular (lv) lead had an infection. Reportedly, there was a lead infection so the device needed to be explanted to clear the infection and then re-implant another device. Additional information received from the field representative indicates that the patient had this system removed due to infection and was treated with intravenous antibiotics. There were no patient issues. No additional adverse patient effects were reported.